Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using an indigo system separator 8 (sep8). During the procedure, while attempting to advance the sep8 through an indigo system aspiration catheter 8 (cat8), resistance was encountered and the sep8 would not advance. The hospital technologist then noticed that the proximal end of the sep8 wire was kinked and therefore, the sep8 was removed. The procedure was completed using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.